Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, the touch screen was delayed in responding to interactions. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting.